Event description:
It was reported the patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. The site was bleeding and a new pod was applied for treatment.

Manufacturer narrative:
The device was received fully deployed with no evidence of blood observed. No damages or deficiencies that would contribute to the reported bleeding/bruising were observed. Damage was observed on the exposed portion of the soft cannula. This damage did not prevent fluid from flowing the entire fluid path. The exact timing and cause of this damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.